Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received a single inappropriate shock and anti-tachycardia pacing (atp) for a supraventricular tachycardia (svt). Boston scientific technical services (ts) was contacted for discussion, and it was determined that the therapy was delivered due to atrial under-sensing, and potential reprogramming options were provided. At this time, the ICD remains implanted and in-service. No additional adverse patient effects were reported.